Manufacturer narrative:
(B)(4). This is a report of a use error, where a non-baxter adapter was connected to the transfer set. Per baxter labeling, ¿this set is to be used with the baxter locking titanium adapter for peritoneal dialysis catheter. This set is to be used when connecting to compatible disconnect systems from baxter healthcare corporation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the baxter transfer set and a non-baxter adaptor has not been secure. It was explained to the nurse that the baxter transfer set is only marketed for use with the baxter titanium adaptor. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.